Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo sheath and ¿plastic, cotton, microfiber "sort of thing" came out of the sheath. It was reported by the caller, that after about five ablations with the varipulse catheter, they noticed something that looked like a clot connected to the tip of the catheter or the sheath in the left atrium. They noticed this on ultrasound and suspected it was thrombus as it connected to the tip of catheter or possibly the sheath. The caller stated that they went to pull the catheter back and when they pulled the catheter tip out, the catheter looked fine, but the sheath continued to suction blood back. The caller stated they noticed a 2cm piece of plastic, cotton, or microfiber came out from the sheath. They believe it was possible that the catheter scraped the inside of the sheath as it was advanced creating this plastic, cotton, microfiber "sort of thing". The physician put the catheter back up and noticed something else and pulled the catheter and sheath out of the body and noticed something on the outside of the sheath resembling plastic. The caller stated that the physician replaced the sheath but decided to abort the procedure due to stroke risk. The caller stated that they did get a neurological consult as well, and no injury is known to have occurred at this time. The caller added that the physician did not believe anything was left behind in the body. There was no medical intervention provided to the patient, and their last known status was stable. Additional information was later received indicating laboratory data and test indicated there was no evidence of transient ischemic attack (tia) or stroke and the patient was reported to be fully recovered (no residual effects).